Event description:
It was reported that during a laparoscopic sigmoidectomy, the device could not be removed from the patient, although the adjusting knob was rotated about 3/4 revolution. The adjusting knob was turned two revolutions additionally, but the issue did not improve. Then the device was fired to cut, and the left side of the anastomosis site on the distal side of the intestinal wall was torn. The anastomosis site was cut and re-anastomosed by the other device to complete the case. The distal side of the intestinal tract was narrow. The device was used to anastomosis with the colon that gold cartridge has been used. No further information is available.

Manufacturer narrative:
(B)(4). Batch#: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although we have not been able to confirm the formation of staples in the first anastomosis, we believe that staples are formed in b shape because there are no staples scattered throughout the anastomosis. There was no change in procedure (e.g., additional port hole, unscheduled colostomy, etc.) Due to this event. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4) date sent: 07/29/2022 d4: batch # u5ca4x investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ecs29a device arrived with no apparent damage. The breakaway washer was present, cut and there was no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: open the instrument by turning the adjusting knob counter-clockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently pull out while simultaneously rotating. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 08/16/2022. Additional information was requested, and the following was received: 1. Could you please clarify if there were any patient consequences? => no conversion of surgery. 2. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? => there was no change in procedure (e.g., additional port hole, unscheduled colostomy, etc.) Due to this event. No further information will be available.